Event description:
Md is requesting only one syringe stating on the image that one injection failed. Date of the event is not mentioned. Diagnosis or reason for use: unilateral primary osteoarthritis.